Event description:
It was reported by the aci sales professional that a pt underwent a bilateral femoral arteriogram procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. The device was prepped and deployed per the IFU. It was reported that the balloon lost pressure during pull back between the first and second stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 5f was deployed. The balloon from the second device also lost pressure during pull back between the first and second stop. The second device was removed and since access was maintained a third mynxgrip vascular closure device 5f was deployed. The balloon from the third device also lost pressure during pull back between the first and second stop. The third device was removed and the pt was converted to 15 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approx 4mm from the balloon proximal tip. The introducer sheath was not returned, therefore physical eval to determined whether there was damage to its distal end which could have punctured the balloon could not be made. The review of the lhr (lot f1300907) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00145 for the first device and MDR 3004939290-2014-00147 for the third device.